Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the dragonfly opstar imaging catheter and balance middleweight (bmw) guide wire were advanced without resistance and were used in the left anterior descending (lad) lesion. Two successful pullbacks were performed. However, during removal the dragonfly could not be removed from the bmw. The dragonfly and bmw had to be removed as a single unit. The dragonfly and bmw were noted to have loops and bends. The procedure was completed successfully by this time. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, dimensional analysis, and additional testing methods were performed on the returned device. The reported deformation due to compressive stress (loops and bends) and difficulty to remove the catheter from the guidewire were not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported deformation due to compressive stress (loops and bends) and difficulty to remove the catheter from the guidewire appear to be related to circumstances of the procedure. The returned catheter was returned engaged to the bent and kinked guidewire but was able to be successfully removed without any resistance or difficulty. The stretched and torn guidewire exit notch of the catheter is consistent with the catheter being inserted onto a guidewire and with difficulty in removing the catheter from the guidewire, but is not attributable as a cause for the reported difficulty to remove or loops/bends. In this case, it is likely that the condition of the guidewire caused the reported difficulty to remove the catheter from the guidewire and reported the loops and bends. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Returned device analysis found the minirail was torn and stretched distally up to the sheath marker band.